Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: model: 0085, competitor lead; implanted: (B)(6) 2007.

Event description:
It was reported that the patient had endured a cardiac arrest episode post operative a procedure. The patients implantable cardioverter defibrillator (ICD) exhibited a pacing problem and did not capture during asystole arrest. The right ventricular (rv) lead exhibited no capture and displayed low defib impedance levels on the svc coil and the rv coil. The right atrial (ra) lead exhibited transient high threshold during brady arrest. The physician present at the patient's cardiac arrest felt the loss of brady pacing and threshold rise could have been due to metabolic acidosis. The ICD and leads remain in use no further patient complications have been reported as a result of this event.